Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
"The customer contact reported the device less medication than intended." It was reported that on (B)(6) 2014 at 0300, the device was programmed to deliver kabiven 1400kcal (1920ml), at a rate of 53.3ml/hr, for a duration of 36 hrs, and the delivery was started. The customer contact reported that the delivery was to be completed (B)(6) 2014 at 1500. On (B)(6) 2014 at 0630, it was reported that the total volume remaining was 467ml. At 1500, it was noted that approximately 100ml of kabiven remained in the solution container. The customer contact reported that as the medication was only stable for 36 hrs, the infusion was discontinued. Additionally, it was reported that on (B)(6) 2014, on the morning shift, the device alarmed 2 to 3 times for either occlusion, kink in the tubing or air bubbles. No add'l details were provided. The customer contact reported a delay of therapy, however, there were no reported adverse pt effects. No medical interventions were required. No add'l info was provided.